Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the lot number and device manufacture date. Updated fields: d4 and h4.

Manufacturer narrative:
This supplemental report is being submitted to update the event type, provide additional event information, and provide the results of the investigation. Updated fields: b1, b2, b5, d8, h1, h2, h3, and h6. The device was evaluated and the customer's allegation was confirmed. The product was completely separated and the loop was not connected to the hook. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: 1. The loop was placed around the body tissue. The tube sheath was pushed forward, and the tissue was temporarily ligated with the distal end of the tube sheath. The slider was pulled to tighten the loop. Because the distal end of the coil sheath was not extended from the tube sheath when the slider was pushed, the loop disengaged from the hook inside the tube sheath. The hook protruded from the distal end of the coil sheath, causing the loop to move toward the handle side and enter the coil sheath. Pulling the hook caused both the hook and the loop to be drawn into the coil sheath together. As a result, the loop became trapped between the hook and the inner surface of the coil, preventing it from moving. 2. The slider was pushed and pulled when frictional resistance between the wire assembly and the sheath assembly increased. This has caused the operating pipe to deform and break. As a result, the loop could not be released from the main unit. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer that the snare rope could not be disengaged and released after the snare was tied around the polyp. The user cut off the sheath and cut the snare rope to remove the device from the patient. There was no patient harm reported.

Manufacturer narrative:
E1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device loop was unable to release during sedation while device was inside the patient. The issue occurred during a therapeutic procedure, that was able to be completed with a similar device. There were no reports of patient harm.